Manufacturer narrative:
As alleged, the patient experienced an allergic type reaction on two occasions post implant of bard/bd mesh products. The information obtained at this time is limited as no additional information has been provided upon request. Based on the information available at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-nov-2023) is documented as a best estimate. This MDR represents the soft mesh (device #2). An additional MDR was submitted to represent the ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted

Event description:
As reported, the patient had a ventralight st mesh (device #1) placed and then removed due to a possible allergic reaction. The patient then had a soft mesh (device #2) placed, and now has hives.